Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer stated he cleared the alarm and tried again but received the error again after side of the insulin pump blew off. Customer was un unable to troubleshoot as he did not have the insulin pump. Blood glucose value was 400 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform basic occlusion test and prime test due to cracked end cap also, unable to verify a33 alarm due to cracked end cap. However, the insulin pump was programmed with multiple bolus deliveries and monitored; all bolus were delivered completely their indicated amounts and were properly recorded in the bolus history screen. No history anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corner and missing the end cap sticker.